Manufacturer narrative:
Three components (head, neck, stem) were returned fully assembled. The laser marks on the three components were aligned properly. There was no gross damage to any of the components. There were some slight scratches present; cause of the scratches is unknown. Additional mdrs associated with this event: 3025141-2017-00126: follow up 1: neck. 3025141-2017-00128 follow up 1: stem.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00126: neck, 3025141-2017-00128: stem.

Event description:
An arh slide-loc implants (head, neck and stem) were explanted for unknown reasons.